Event description:
During an in-clinic follow-up, noise which resulted in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. Additionally, the patient experienced fainting episodes due to pacing inhibition. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.